Event description:
It was reported that the customer was hospitalized due to diabetes-related issues and had high blood glucose levels reaching 518 mg/dl. There was no permanent damage, and healthcare providers did not identify the ketone levels as life-threatening. The pump system checked out without any issues, indicating no device malfunction. To address the problem prior to the hospitalization, the customer bolused via the pump. The customer received IV and fluid treatments of saline and insulin, which successfully resolved the issue, and they were released from the hospital the same day with no reported adverse outcomes.